Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6), product type: programmer, patient. Product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient mentioned they received a message on the controller stating replace the controller battery. The patient couldn't remember what were they doing when they received the message. They also stated that in the middle of the night the ins stopped working and it will stopped providing stimulation. The patient mentioned both the ins and the controller had a charge during that time when the ins stopped. They also had a difficulty looking for their ins when they recharge it. Patient reset the controller multiple times but the issue still persisted. During the call patient reset the controller, cleaned and confirmed there was no damage with the controller port and recharger. Patient was able to recharge the ins with an excellent quality of recharge and did not had a difficulty looking for the ins. Agent advised the patient to monitor and if the issue still persisted call back for further assistance. The troubleshooting steps that were taken on the call resolved the issue. Agent redirected the patient to their hcp to further check their ins why it stopped providing stimulation during the night.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back and reported experiencing the same issues previously documented. Patient also stated that a "software problem, cannot continue please call medtronic (1-intellis, 2-3.6, 3-58, 4-qf_new)" appeared while recharging the implantable neurostimulator (ins). Patient mentioned that they had replaced the external device, but the issues persisted. Agent had the patient reset the controller, and the patient confirmed there was no visible damage to the controller or recharger. Agent instructed the patient to attempt a recharging session, and the patient realized they had been using their old recharger. After plugging in the new recharger, the patient was able to see the battery screen, with the controller at 100% and the ins showing a red recharging in excellent. Agent advised the patient to monitor the situation and call back if the issues persist.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back in and reported that the controller batteries low replace the controller soon continued to appear. Agent walked patient through troubleshooting steps. Patient was able to begin recharging on excellent. However, patient stated that they were normally able to begin recharging on excellent, before the controller batteries low replace the controller batteries soon appeared. Troubleshooting steps did not resolve the issue. Agent sent a request to repair to replace the controller. The patient also mentioned that they felt like stimulation had been turning off randomly and was not holding a charge as long. Agent reviewed if the issues persisted after the replacement equipment, they should reach out to their managing healthcare provider (hcp). The patient also mentioned their recharger was frayed; it was kinked and starting to wear thin due to how they recharge the implant. Agent sent a request to repair to replace the recharger. Agent reviewed information regarding battery longevity.